Manufacturer narrative:
On 08/05/2013: this event concerns a device that was manufactured and used outside the united states. Method (other): the programmer files were reviewed. The device model involved in this MDR report is not approved in the us; however, it is similar to paradym rf crt models approved under p060027. Conclusion": the display of the warning [20] upon ICD interrogation at around 11am was a false alarm caused by undetectable telemetry errors. Analysis confirmed normal ICD behavior. Especially, the battery voltage indicates that, on (B)(6) 2013, the device was still nearing beginning of life. Consequently, standard follow-up intervals apply (3 month follow-up interval, as indicated in the labeling).

Event description:
Upon ICD interrogation on (B)(6) 2013 with a first programmer, the warning message [20] was displayed. This warning refers to an abnormal battery voltage measurement. When the device was then interrogated with a second programmer, the warning [20] was no more displayed. Analysis confirmed normal ICD behavior and revealed that this warning was a false alarm caused by telemetry errors.